Event description:
The rptr stated that rptr did meter to lab comparison tests. Rptr's meter reading was 230 mg/dl, and the docotor's meter (type unknown) was 122 mg/dl. No symptoms were reported. A control test was in range, 106 (87-128). On followup, the rptr revised info on tests to the results stated above, and stated that tests were done with blood from the same fingerstick. No harm was alleged.